Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested, but has not been made available. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00774.

Event description:
It was reported that, doctor revised the pt's right hip due to adverse local tissue reaction.